Event description:
The hcp reported that a dye study was done that demonstrated a catheter fracture. "After flushing the access port with dye, the pt was overdose -vomiting, loss of consciousness." The pt is now reported to be fine. A follow up report will be sent when additional information received.